Manufacturer narrative:
This MDR submitted (B)(4) 2011 references itc complaint # (B)(4). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Pt self tester with protime microcoagulation system reports reading outside of therapeutic range. On (B)(6) 2011, customer received pt/inr 7.2, but had "not tested for a few weeks as device was not working" until that night. On (B)(6) 2011, pt tested and pt/inr result was 5.3 on protime. Pt reported medication was not changed but he had not been feeling well. On (B)(6) 2011, pt retested on protime and pt/inr result was 9.9. Clotting was normal. On the same day, pt/inr value at doctor's office was "within range." The pt's therapeutic range is pt/inr 2.5-3.0.